Manufacturer narrative:
This report is submitted on july 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was electively explanted (date not reported) due to device non-use.

Manufacturer narrative:
This report is filed on (B)(6) 2017.